Event description:
It was reported that a pump malfunction occurred. The customer's blood glucose level displayed "high" however, the specific value was not known. Customer initially took no action for high blood glucose, then contacted technical support, who provided instructions to reset pump and assisted with reset, after which malfunction did not recur and customer was advised to continue using pump and to call back if issue returned.